Manufacturer narrative:
Please note that only the month and year are known for these fields at this time. G2 country: china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced postoperative discomfort and that blisters appeared at the implantable neurostimulator (ins) implant site. It was noted that these blisters ¿eventually became broken skin and exposed.¿ the ins was explanted and the issue was resolved. It was unknown whether any external factors may have led or contributed to the issue. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.